Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2-pocket a3 was a cubie failed and will not recover and required maintenance. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer performed t-shot and visual inspection, identified a failed cubie tray; reseating the connector did not resolve the issue, verified the fault through testing, replaced the defective tray, and confirmed with additional testing that no further issues were present. The system functioned as intended after the field service engineer repaired the device.